Event description:
The patient reported a rash and skin infection near the implant site. An explant procedure was performed on (B)(6) 2024, and a new neurostimulator was implanted.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using incorrect tools, and the patient not attending their post-op visit were ruled out as potential causes. However, the patient has a history of rashes/skin infections after coming in contact with metal and is being tested for a metal allergy. Results of the testing are not available at this time. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a history rashes/skin infections after coming in contact with metal (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.